Manufacturer narrative:
The following repair and service diagnostic codes were identified: cracked/peeling insulation at tip of shaft; replaced handle; the following was observed: cracked / peeling insulation at tip of shaft. Repair was performed which include handle replacement. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.